Manufacturer narrative:
Two (2) photos were shared by the customer, in the first photo one (1) sample #ch3557 with a damage on the tube is observed. In the second photo is observed the comparation between 2 samples one with defective (with a hole on the tube) and another no defective (without damage on tube). No additional damage was observed on the photo. One (1) used sample #ch3557 was returned for evaluation. As received a tear on the tube close to the check valve was observed . No additional damage or anomalies was observed on the sample. Complaint of leaks can be confirmed based on the used physical sample evaluation. The probable cause of the tear observed on the tube is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 12" (30 cm) appx 2.4 ml, ext set w/microclave®, check valve. The report stated that while performing sampling of a lot, a leak was observed from the sample port upstream of the check valve connection. The event occurred during inoc+2 and it is suspected the defect was present from the manufacturer. It was stated this was observed during withdrawing from the check valve and during withdrawal of fluid. The tubing set up was attached to a bio reactor bag via welding pvc tubing. A bioreactor bag was attached to the involved device via welding. Not welded close to the defect point. There was patient involvement and unknown patient harm.

Manufacturer narrative:
The device has been received for investigation. Investigation is pending.